Event description:
The consumer reported that the patient had an incident in (B)(6) 2015 and the implantable neurostimulator (ins) became bruised on the corner, in the mid-right back. The patient further reported that it had stayed that way; the bruise had never gone away / got bigger and it was sore. It still worked and the patient could use it for a while, but she had to turn off the ins because the ins site would get sore. There was no reported troubleshooting/interventions as of 08-jul-2016. The patient planned to follow up with the healthcare professional; an appointment was scheduled for (B)(6) 2016. The patient's indications for use included other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.